Manufacturer narrative:
The device was returned deployed and the needle was observed to have completely retracted. The distal tip of the soft cannula was observed to be damaged which resulted in a shortened soft cannula. Leak test was unable to be conducted. The formed needle was properly seated in the slide insert. It could not be determined when the damage to the soft cannula occurred. No issues were found with the device that would contribute to an improper insertion; the exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, a manual injection was given.